Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the reload fell out of the device and into the patient. The reload was removed from the patient with a grasper. It was the first load. No adverse patient consequences reported.